Manufacturer narrative:
Product event summary: data files were returned and analyzed. Case files were provided and analyzed. The reported pacing issue was observed through data analysis. In conclusion, the reported clinical issues cannot be assessed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, intermittent magnetic interference was observed, with grey lines appearing on the sphere 9 catheter and sheath, and the sphere 9 catheter shaft periodically disappeared and froze. The sphere 9 catheter disconnected intermittently, and an unusual black or darker grey geometry was created during post-mapping, with voltage and lat data not displaying on the geometry. Approximately 90% of the original left atrial pre-map geometry and lat/voltage data were missing after rebooting the system. The drop-down menu for pacing site selection did not function properly, reverting options to "none." The physician was unable to map or pace from the sphere-9 catheter. Troubleshooting steps included rebooting the pulsed field generator (pfg),radiofrequency generator (rfg),catheter interface unit and mapping station, rebooting the desktop, replacing the catheter extension cable, and moving the lead apron that was touching the underside of the magnet, which resolved the catheter disconnecting but not the magnetic interference. Pacing from the coronary sinus was possible, but not from the sphere 9 catheter. The physician opted to abort the remainder of the mapping and ablation procedure, proceeding with the watchman procedure instead. The patient was under general anesthesia during the event. No patient complications have been reported as a result of this event.